Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Account reported that keratitis resolved on (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with keratitis in both eyes 3 months post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints.

Manufacturer narrative:
Date of event: (B)(6) 2014. The keratitis resolved one month later on (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information noted: the keratitis resolved one month later on (B)(6) 2014.